Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving hydromorphone via an implanted pump. The indication for pump use was spinal pain. It was reported that the hcp was requesting the password to permanently disable the pump. Per the reporter, the therapy really wasn¿t working for the patient, and she never got good therapy benefit from the pump. During the call it was mentioned that the pump had gone dry, and they decided to discontinue the use of the pump altogether. The password to permanently shut off the pump was provided. Additional information was received on 04-feb-2023 from an hcp via the company representative who reported that the patient said she heard an alarm while she was on vacation out of town on (B)(6) 2022. She stated that she had the pump refilled before going on vacation. When she went to the dhcp¿s office the telemetry log indicated an empty reservoir. It was decided at that time to replace the pump. The reservoir was not checked for drug in case the reservoir level was not reset at the time of the pump refill.